Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported damaged battery contact pins. There was no adverse patient impact reported.

Manufacturer narrative:
H one battery pca was returned for failure analysis. The reported problem was verified during lab tests. Pins were bent causing open circuits and a failed operational check. Restoring the pin straight returned the device to 100% and a passing operational check.